Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. Expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The product was returned and the reported event was confirmed. Per visual inspection, the product was identified as fractured. Based on the evaluation, the device malfunction had occurred. DHR review for the lot had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number - k013227. Email address unknown / not provided.

Event description:
It was reported that the implant was fractured in the neck of the implant and it was removed.